Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received back to back blood glucose readings of 162 mg/dl and 63 mg/dl on her blood glucose meter within a ten minute time period. No decision to treat was reportedly made on the alleged faulty meter. The difference in the readings was determined to be clinically significant. The meter will be returned for eval.